Event description:
It was reported that this right ventricular (rv) lead was exhibiting pacing failure. It was confirmed through a fluoroscopy that the rv was dislodged. Also, it was confirmed that the pg exhibited twiddler syndrome. A surgery was performed in order to reposition the lead and the pacemaker. The procedure was successfully completed. No additional adverse patient effects were reported.